Event description:
Manufacturer's reference number ot 1355116.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - xten. It was stated, the screws securing the suspension arm to the main tube were broken. There was no injury reported, however, we decided to report the issue in abundance of caution as broken screws holding the device configuration may lead to the device detachment from the ceiling and serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if the claimed device was or was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. According to the analysis, in case of rupture, the failure of the screws is related to fatigue stresses due to moderate shear overload. All facies have a fatigue failure zone more or less extensive. Initiated at the bottom of the thread, the repeated low mechanical stresses caused the breakage of a first screw. The rupture of the other screws corresponds to progressive propagation of the shear effect. The yearly preventive maintenance program mentions to check the suspension fixing screws and to replace the 6 fixing screws every 6 years. In (B)(6) 2019, getinge transmitted the service bulletin 98 on getinge online reminding to carry out preventive maintenance and wearing parts replacement to ensure the device safety. Moreover, the voluntary fsca-808092, relating the maintenance program on maquet sas¿ or light systems, was communicated in (B)(6) 2023, in order to focus especially on periodic replacement of the suspension fixing screws. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Getinge became aware of an issue with one of surgical lights - xten. It was stated, the screws securing the suspension arm to the main tube were broken. There was no injury reported, however, we decided to report the issue in abundance of caution as broken screws holding the device configuration may lead to the device detachment from the ceiling and serious injury.

Manufacturer narrative:
The initial reporter was technical management employee. Event site name:(B)(6). The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Additional information will be provided following the conclusion of the investigation.